Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 13:36:01. During night drain cycle one, the patient's ultrafiltration reading was 2161ml, indicating the home patient (hp) drained 2161ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be false empty detect at the initial drain and the initial drain alarm volume having been met. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.